Event description:
Caller, end pt, stated the cuff is leaking at much faster rate. Caller states it is as if the mechanism or valve that holds air inside the cuff is defective. Additionally, the caller states even when I put the normal amount in the cuff many times it does not fall right. The caller thinks something has change with either the design or the materials being used in the trachs. The caller could not confirm the model/ID or lot number of the product associated to this report. Info provided did not confirm the need for decannulation of the tube.

Manufacturer narrative:
The caller did not provide any contact information other than email. Covidien technical support has sent email correspondences requesting further details surrounding the circumstances of this report. No sample is expected to be returned for this report and no lot# was provided. Without the actual complaint sample a full investigation cannot be completed. However, previous investigations for similar issues related to difficulty with cuff inflation have been performed. We are unable to determine the cause for this specific event. However, mfg has implemented controls to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Current trends have been reviewed and no add'l action is required at this time. Info of this nature is included in our database and monitored through trending; 510k for this report not referenced as the part/model is not available.